Event description:
It was reported that a pt was in the hospital due to pre-term labor at (B)(6). The pt was experiencing painful stimulation; therefore, the physician on call programmed the device off. The pt later had a miscarriage and was discharged from the hospital. Follow up with the pt's treating neurologist revealed that they have not seen the pt since the last dosing appointment in (B)(6) 2010 at which time, the off time was decreased from 0.8 minutes to 0.5 minutes. The pt did not report any pain or discomfort to the physician following the programming change. The neurologist did not know the relationship of the pre-term labor and subsequent miscarriage to vns and referred the MFR to the pt's primary care physician for additional info. Good faith attempts for additional info are currently being made.